Manufacturer narrative:
According to available information, this device was reprogrammed and remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced seven inappropriate anti-tachycardia pacing (atp) and seven 41 joule shocks for atrial fibrillation and atrial tachyarrythmia with a rapid ventricular response. Therapy was exhausted in the ventricular tachycardia (vt) zone, but not the ventricular fibrillation (vf) zone. This occurred while waiting for an unrelated surgical procedure. Rhythm identification (ID) initially inhibited the rhythm, however, reversed due to the rhythm match threshold and the rhythm became stable. A decision was made to program the vt zone. There was concern regarding the patient's compliance to their medical therapy and no reported allegation against this device. No adverse patient effects were reported.